Event description:
It was reported that during routine follow-up, the device could not be interrogated. After extensive troubleshooting, a surface EKG showed that the patient's rhythm was sinus, but below 50 bpm, while the device was programmed to pace at a rate of 60 bpm. Technical services recommended explanting the device.